Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. The patient stated she was at home at the time the receiver was displaying signal loss and could not stop vomiting for two days due to high blood glucose (bg) levels. Her boyfriend took her to the hospital due to diabetic ketoacidosis (dka). She was treated with insulin via intravenous (IV) therapy and potassium, and 4 liters of ringers lactate. At the time of the report about 1 month later, she was recovered and doing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. Labeling indicates: during signal loss, your receiver and transmitter are not communicating. You will not receive alarm/alerts. Check bg meter to check your glucose and make any treatment decisions. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined.